Manufacturer narrative:
H.6. Investigation summary: two photos displaying a bulk non-sterile box were received and evaluated. One photo displayed a long side of the box and one photo displayed a short side of the box. Additional photos were requested to display the side of the box where the label would be placed, which is indicated by a handwritten number in the upper right-hand corner. Due to the additional photos not received, the label could not be confirmed as missing. The reported defect could not be confirmed based on the photos received. Corrective actions for the reported defect include: a procedure updated to reflect how to properly apply the label to the box and the retraining of all associates. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that the box of bd syringes with the luer-lok¿ tip had no label on it before use. The following information was provided by the initial reporter: "per customer they received this item without a label. A blank box."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the box of bd syringes with the luer-lok¿ tip had no label on it before use. The following information was provided by the initial reporter: "per customer they received this item without a label. A blank box."